Event description:
Pt underwent open rotator cuff repair in 2005. Pt presented with a post op reaction that required an open irrigation and debridement (I&d) with implant removal 18th days later. A second I&d performed about a week later. Cultures were positive for coag(-) staphylococcus. Antibiotics were administered intravenously for approx 3 weeks. This device is used for treatment.